Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the devices od were found to meet specifications of drawing c4481 rev. 5, however eco-27120 was subsequently created to decrease the upper tolerance range from ±.005 in to +.001/-.005 in.

Event description:
It was reported that the 2.8mm pin from the ar-9207s, set is oversized , so the corresponding reamers (ar-9126rp and ar-9126rc) would not properly slide down the pin. Additional information 3/23/2021 it was reported that during a rtsa procedure, the 2.8mm pin from the ar-9207s, set is oversized, so the corresponding reamers (ar-9126rp and ar-9126rc) would not properly slide down the pin. The case was completed by using a 2.4 guide pin through the primary post reamer.